Manufacturer narrative:
Follow-up #1 08/08/2013 ¿ device evaluation: the cartridge has been returned and evaluated by product analysis on 07/10/2013 with the following findings: the cartridge was visually inspected and no damage was found to the cartridge. The cartridge was filled successfully. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the patient awoke that morning with blood glucose (bg) of 463mg/dl and no symptoms and found a large air bubble in the cartridge. The pump and cartridge were unavailable for review at the time of initial contact. The reporter called back later that day to complete troubleshooting. The reporter removed the cartridge and noted that the plunger was around to 20 to 40 unit mark but the cartridge appeared almost empty. The reporter could not determine if insulin had leaked out of the cartridge. The reporter denied insulin in the cartridge compartment. The reporter bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.